Manufacturer narrative:
Beckman coulter customer technical specialist remotely guided the customer with troubleshooting. The issue was resolved by replacement of the sample syringe part number zm011100. Beckman coulter internal identifier is case-(B)(4). Patient demographic information was not provided. Customer¿s last name: not provided customer email: (B)(6). Customer phone #: (B)(6).

Event description:
The customer reported the generation of erroneous high glucose results from the au680 clinical chemistry analyzer. There was no report of change to patient treatment as a result of this event.